Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The hcp indicated that they used either contour test strips lot # 8bj3b08d or 8bj3a03g.

Event description:
The health care professional (hcp) from (B)(6) reported that a patient in the hospital was tested using a contour meter and a reading of "hi" (above measurement level of the meter) was obtained. The patient was administered with insulin. The patient was feeling hypoglycemic. A laboratory blood analysis was performed and a reading of 170 mg/dl was obtained. The patient was provided with an unknown treatment for hypoglycemic symptoms. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The hcp was advised to return the test strips for evaluation.

Manufacturer narrative:
Contour next test strips lot #s 8bj3b08d and 8bj3a03g were returned by the customer. Lot # 8bj3b08d had 22 strips, while lot # 8bj3a03g had only one test strip left in the bottle. The returned strips from both lots gave satisfactory performance.